Event description:
It was reported to boston scientific corporation in 2005, that a hydra jagwire guidewire was used during a procedure performed in the same month, (patient age, gender and weight are unknown). According to the complainant, when the guidewire was removed, it was found that the tip of the guidewire was almost detached. Procedure successfully completed with another of the same hydra jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The jagwire returned and was evaluated for the reported failure. A visual evaluation revealed a gap, exposing the core wire, of approximately 6mm, between the hydrophilic tip and blue/black sheath. The evaluator indicated that the initial report of partial tip detachment could not be confirmed. Further, no fracture of the core wire exists. The cause of the separation between sheath and tip is undetermined.